Event description:
Patient was revised due to cup loosening, pain, and heterotopic ossification.

Manufacturer narrative:
Litigation alleges patient had pain, scarring and disfigurement; metal poisoning and metallosis due to metal debris after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. This complaint is still under investigation.